Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "drug didn't come out during air purge." 4 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.

Event description:
It was reported that a needle clog occurred before use with a pen ndl 32ga 4mm 14bag 700case jp. The following information was provided by the initial reporter, "drug didn't come out during air purge." 4 occurrences were reported.